Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. An ilab ultrasound imaging system was used for the intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the physician discovered that the machine intermittently failed to display the image. As a result, the procedure could not be completed with this device and was rescheduled. The patient is in good condition, and there were no complications or other medical interventions.